Event description:
It was reported that while the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was changing a lamp in the house (after turning off the power), the patient felt a shock and pain in their left arm. Technical services was consulted and confirmed delivery of an inappropriate shock. No additional adverse patient effects were reported. This s-ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that while the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was changing a lamp in the house (after turning off the power), the patient felt a shock and pain in their left arm. Technical services was consulted and confirmed delivery of an inappropriate shock. No additional adverse patient effects were reported. This s-ICD remains in service.